Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in the hospital for a device upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d). During the pre-op interrogation oversensing of noise on the right atrial (ra) channel and high out of range impedances for the ra lead were observed. During the upgrade procedure, the ra lead was tested on a pacing system analyzer (psa) and yielded the same out of range impedance measurements. The lead was then viewed under fluoroscopy and a lead fracture near the clavicle first rib junction was observed. The physician opted to surgically abandon and replace the ra lead during the procedure. No adverse patient effects were reported.